Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
User facility voluntary medwatch received that stated: "the nurse programmed the IV pump to infuse integrillin at 10 cc per hour. After one hour infusing, the 100 cc bag of medication was found empty. No rates had been changed and no boluses were given. The pump was taken out of use and sent to clinical engineering. The pt did have a head CT done which was negative and the pt suffered no injury." Upon further query the following info was provided. At 0505, the secondary line of an unspecified channel of the device was programmed to delivery integrilin (0.75mg/ml) at a rate of 10ml/hr with a volume to be infused of 100ml and the delivery was started. At 0615, the nurse noted the integrilin bag was empty. The physician ordered the pt to have a computed tomography (CT) of the head and a complete blood count (cbc) drawn. There were no adverse pt sequelae. The device was removed from clinical service. Therapy was resumed approx 6 hours later using a replacement device. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.